Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three large volume folfusors were damaged. The damage was further described as, ¿top part of the housing where the fill cap was cracked and showing signs of stress indicated by the white opaque parts¿ and ¿cap and the reservoir move which should not happen indicating the damage. This issue was observed while filling the devices prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from august 09, 2021 - august 10, 2021. H10: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were visually inspected and did not showed evidence of crack, white opaque parts or damage from the top part of the housing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.